Manufacturer narrative:
In response to FDA report number: mw5095939. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "asymmetry," "breast's worsening and painful hard breast tissue," "capsular contracture," baker grade IV, "sickness," "fatigue," "breast implant sickness symptoms," and "wear of implant edges curling." Additionally patient stated rupture and concern with the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported an unknown side of "asymmetry," "breast's worsening and painful hard breast tissue," "capsular contracture," baker grade IV, "sickness," "fatigue," "breast implant sickness symptoms," and "wear of implant edges curling." Additionally patient stated rupture and concern with the product. This record will be for the left side. Device remains implanted.